Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the da vinci robotics coordinator and obtained the following additional information: the da vinci coordinator informed that no fragment fell into the patient and no injury or harm. There was no missing fragment and there was no collision with another instrument occurred. The patient did not return to the hospital experiencing any post-surgical complications. Patient demographics information were confidential and cannot be provided. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor (part #470318-10 / lot # k11220110 0086) associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the customer complaint of the instrument cable breakage and found a broken pitch cable at the distal end. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.